Event description:
The physician called gore and reported he has a male patient that underwent ventral hernia repair in 2007. The surgeon claims the patient has 2 suture abscesses (right upper quadrant & lower left quadrant). The physician reported the patient was put on antibiotic therapy for a period of time, and the abscess in the right upper quadrant healed. However, the lower left quadrant abscess is flourishing. The physician reported that as he debrided the wound, short of the fascia, he could see the abscess tract, and drained the abscess. Additionally, he mentioned he has not cultured in a while. The physician reported, the patient is at home, and is being treated by his wife repacking the wound. Lot number info is not currently available by being requested.

Manufacturer narrative:
Investigation is in progress.